Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The interconnect cable was replaced. The system software was reloaded. The system is operating as intended.

Event description:
The customer reported the 9900 system would not boot up. No pt injury was reported.